Event description:
It was reported that the patient¿s pump was replaced in january due to normal battery depletion. When they went in to replace it, they found that the catheter had broken; a portion of the catheter was left in the patient. Both the implanting physician and the follow-up physician advised that it would be fine/not dangerous. The patient was told that it would be too dangerous to actually remove it. It was noted that the patient fell a lot before and she was unsure if that may have contributed to the catheter issue; they were unsure when it occurred. The device system was delivering lioresal. It was later reported that the patient did not have concerns with her device or therapy. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).